Manufacturer narrative:
E1: initial reporter address: (B)(6). The baxter technician found the CPR mechanism was missing parts. The affinity 4 birthing bed is intended to be used as a birthing bed for women of childbearing age in an ldr (labor, delivery, recovery) or ldrp (labor, delivery, recovery, postpartum) setting within the acute care labor and delivery market. It is not intended for use as a general hospital bed. Examine the condition of the two CPR release handles, CPR cable, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Operate the head section to the high position, then engage one of the CPR releases. Make sure the head section lowers. Adjust the CPR cable as necessary. Do the same tests on the other side of the bed. Release the CPR handles and make sure the mechanism locks correctly when you operate the head up control for a few seconds. The head section must rise. Replace the head section motor in the event of a malfunction or the CPR cable if broken. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on february 12, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the CPR block spacer and the CPR cable attachment to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that affinity 4 bed frame CPR function was not working when being activated. The bed was located at the account and occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.